Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no defects identified by device inspection by olympus europa se & co. Kg other than those reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of led light source unit due to wear. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the light did not turn on and error 105 occurred.then, olympus inspected the device at the service department of olympus europa se & co. Kg and found that the led lamp was defective and an error ((B)(4)) occurred. There was no report of patient injury associated with this event.